Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during incoming inspection at the warehouse, that it was discovered there was a crease in the sealing area. There was no patient involvement.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the five (5) products returned identified only one (1) product confirmed the presence of crease and/or fold in the seal of the pouches. These creases/folds are unacceptable. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the likely condition of one of the products when it left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001822565 - 2018 - 05876, 0001822565 - 2018 - 05919, 0001822565 - 2018 - 05920, 0001822565 - 2018 - 05921.

Event description:
No further event information available at the time of this report.